Manufacturer narrative:
The date of the event (section b3) is the estimated date based on the information provided by the customer that the event occurred in (B)(6) 2025. Unique identifier (UDI) - section d4: ((B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
The event occurred in january when a patient was recovering after abdominal surgery. According to the customer, a nurse used the dps function to lower the spreader bar but allegedly stopped too late, causing the spreader bar to press against the patient's abdomen. The patient passed away 24 hours later. Currently, there is no information indicating any failures of the arjo device. The customer inspected the device internally after the event.